Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent transurethral resection of the prostate under spinal anesthesia in the operating room due to prostate disease. Following the doctor instructions, the nurse inserted a urinary foley catheter during the procedure. While checking the catheter patency, it was discovered that the catheter was blocked, and saline solution was unable to pass through. The three-way urinary catheter was not functioning properly. The surgical doctor was immediately informed, and the nurse, following the doctor's instructions, replaced the catheter with a new one of the same type. The replacement was successful, and the surgical procedure proceeded smoothly. The adverse event was reported to the medical equipment department for handling.